Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative regarding an implanted pump system for non-malignant pain. The pump was used to deliver fentanyl. Dose and concentration information was not reported. It was reported that the patient was in the hospital from "last tuesday until friday or saturday" due to having "so much pain that we thought it was her appendix". Per the reporter, "they said her appendix is fine but think it's her pump due to having pain where the pump is" and "even her pain doctor said she'd lost 45 pounds in the last couple years since it was put in so now she thinks that it causes her pain when she needs pump refills". It was noted that the patient had "a lot of stomach issues severe stomach acid". The patient had times where she didn't eat or drink due to this, so she could lose weight quickly. The patient was 40-45 pounds heavier when the pump was put in. It was noted that, while the patient was in the hospital, they got a message telling them that their pump needed to be replaced at the beginning of 2024 and the reporter expressed concern with hearing this after the patient was in the hospital. The reporter was redirected to follow up with the patient's healthcare provider (hcp).